Manufacturer narrative:
Follow-up # 1 ¿ (11/13/2014). The patient¿s meter has been returned on 10/4/2014 and evaluated by lifescan product analysis on 11/3/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective battery. In addition, a secondary issue was noted when the meter was found to have a corroded battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ping meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 12:00 pm, the patient attempted to test her blood glucose level but the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took 1.0 units novolog insulin prior to her lunch meal. At 12:20 pm, the patient experienced the symptoms of ¿stomach pain¿ and feeling ¿grumpy¿ and she felt high. At 12:30 pm the patient tested her blood glucose level using her backup meter and obtained the reading of 249 mg/dl. The patient took an additional 3.0 units novolog insulin, and three hours later her blood glucose level corrected and she felt better. The patient did not seek any medical attention. Troubleshooting revealed the meter¿s battery did not need to be replaced and the test strips were correct. The issue was not resolved. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s blood glucose level and symptoms were not indicative of severe injury, there was no delay in treatment and the patient denied seeking medical attention. However, as the meter power issue was not resolved, this complaint is being reported.